Manufacturer narrative:
The patient's age and weight were not provided. (B)(4). Approximate age of device - 9 months. (Calculated from the date of pump implant). The mobile power unit is not a single use device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient got up during the night and walked away from the mobile power unit. The mobile power unit's cord was disconnected from the unit due to the force. The patient was asymptomatic. A final report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The specific cause for the reported event could not be determined. The reported event of a no external power alarm was confirmed based on the information recorded in the log file provided by the customer. The information revealed that the system was powered by a mobile power unit (mpu) and the power to the mpu was lost resulting in low power hazard and no external power alarms. The mpu power was restored and the alarms cleared. The pump support was not affected and the system was supported by the backup battery during the event. There were no other unusual events noted within the log file. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.